Event description:
During placement of right subclavian perma-cath, the sheath broke in the pt's vein before the surgeon was able to pass the guide wire. Estimated blood loss was 500ml. Implanted new catheter in left subclavian vein.